Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel of below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During second inflation at 14 atmospheres, the balloon ruptured in a pinhole from at the tip. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.